Event description:
A catheter broke during a procedure. The tip of the catheter had been glued in place and the tip left in the pt. Several attempts to get more info have been unsuccessful. The device is not available for return.